Manufacturer narrative:
The battery cap and pump have not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: during investigation, the battery cap contact height measurement was found to be out of specification. In addition, the battery cap removal slot on the top of the cap was damaged. The contact width measurement was within specifications.